Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿, although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer changed the infusion set and cartridge and resumed insulin delivery without requiring third-party assistance.